Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified: one opening sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.